Event description:
Additional information was received from the surgeon indicating that prior to the generator replacement; he was informed that the generator was dead. He did not have any pre-op diagnostics, only indicated that he was told the generator was dead and that the patient needed a new one. The implant card was also received indicating that the generator was replaced due to battery depletion. Product analysis on the explanted generator has been completed. The generator performed according to functional specifications. No eri flags were observed during testing. The device was continuously monitored for 25.0 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
It was reported through clinic notes received on (B)(6) 2011 that "recent testing of the battery shows it to be nonfunctioning". The patient was referred for, and underwent a generator replacement on (B)(6) 2011. The generator has since been returned; however product analysis is not yet complete. Attempts for additional information regarding the reason for replacement, and what was meant by "nonfunctioning" have been unsuccessful to date. Additional information was received on (B)(6) 2011 indicating that high impedance, impedance 10,000 ohms, was observed during a follow up visit on (B)(4) 2011. This will be reported under manufacturers report number: 1644487-2011-03024.